Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event occurred on an unspecified date; the 1st day of the month reported has been used as a placeholder. The event involved a chemolock bag spike w/port, dry spike cracked in two different places, resulting in a leak of cytotoxic drug either into the over conditioning bag or onto the nurse, and necessitating the preparation of the chemotherapy. There was no reported patient involvement.

Manufacturer narrative:
Investigation summary: received five (5) new samples, chemolock¿ bag spike w/port, dry spike. Lot #14123212. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned samples were tested, and a leak was unable to be replicated. Without the return of the used sample a probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.